Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-dec-14. The rep indicated that the patient did not state that they stopped feeling stimulation on the right side. They commented on noticing that they were not getting good pain relief. The rep was unsure of the date as the patient did not provide a timeline. The patient did not provide their weight at the time of the meeting. The patient reported that they did not have a fall or trauma or any other event that would have caused an issue with losing stimulation. The cause of the high impedances was unknown. The rep reprogrammed only lead 8-15. No surgical intervention are planned to revise. Their answers were confirmed with the patient and healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and chronic low back pain. It was reported that the patient was only getting therapy on the side. The patient met with the rep on (B)(6) 2018, and impedances were checked. The right side lead contacts (0-7) had high impedances (>40 ,000 ohms) except for contact 1, which was 11,678 ohms. Impedances for lead contacts 8-15 were good. The rep reported they would discuss with the doctor. No further complications were reported or anticipated.